Manufacturer narrative:
Results: bd received one photo from the customer facility for investigation. Based on the visual inspection/evaluation photo, bd observed separator position on the product. Additionally, (B)(4) retention samples were selected from in-house inventory and inspected for separator position and no issues were observed as all retention samples met specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: no definitive root cause could be established for the reported defect, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained (centrifugation speeds of 4000g for 3 minutes are recommended). Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® barricor¿ lithium heparin tube was insufficiently separated during tube evaluation with 30 barricor tubes on customer site. Barricor mechanical separator didn't down fully. Separator was located in the middle of plasma after centrifugation. No serious injury or medical intervention reported.